Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an issue where the "open" button of the keypad was inoperative. It is unknown when or in which care area this event occurred. This issue had the potential interrupt delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module master software version is unknown.

Manufacturer narrative:
(B)(4), the incorrect code was included in the first follow up medwatch.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an inoperative "open" button in the keypad was confirmed by baxter personnel during product evaluation. The root cause was assigned to a broken keypad flex cable. The keypad was replaced to correct this condition. Additional information: this involved a colleague version 1.7 infusion pump with a user interface module software version of 5.46.00.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.